Event description:
It was reported that the patient experienced severe abdominal pain when stimulation was turned off. The symptoms began following the device implant. The patient's status was considered serious and the patient was hospitalized. The patient's abdominal pain resolved itself and any medical reason was ruled out. When stimulation was turned on, the patient felt great stimulation coverage without any associated abdominal pain.